Manufacturer narrative:
(B)(4). Concomitant medical product: vanguard medial tibial bearing, catalog #: 195849, lot #: 452800. Vanguard lateral tibial bearing, catalog #: 195779, lot #: 569360. Vanguard interlok tibial tray, catalog #: 195757, lot #: 061450. Cobalt bone cement, catalog #: 402283, lot #: 990790. Cobalt bone cement, catalog #: 402283, lot #: 2711. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03174, 0001825034-2018-03175.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty. Subsequently, the patient was revised in (B)(6) 2015 due to pain and inability to bend the knee. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through a manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause cannot be determined as the information to adequately investigate the complaint was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.